Event description:
Patient was revised due to pain. (Right hip).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The initial report was labeled wpc 843-2013-1 but it should really be for wpc 843-2013-2; the system automated the wrong number. All the information on this medwatch ( 1818910 - 2013 - 06635) is for wpc 843-2013-2.

Event description:
Update: (b)64 )2013 - litigation papers received. Litigation alleges grinding, infection, metal debris, physical injury, bodily impairment, and turbid yellow fluid found upon revision. There is no new additional information that would affect the investigation. The complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
Depuy still considers this investigation closed.